Event description:
It was reported that the patient presented remotely via merlin.net and observed that the right atrial (ra) lead had fallen into the right ventricle. The patient then went to the clinic and confirmed the ra lead to be dislodged into the right ventricle upon x-ray imaging. The ra lead was explanted and replaced. There were no reported patient consequences.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification and electrical testing found no indication of conductor fractures or internal shorts.